Event description:
It was reported by the patient that the remote monitor would not power up. Several electrical outlets were tried but the situation was not resolved. A new power cord is being sent to the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis of the monitor found the bench power up test passed with good power supply. The monitor passed the full debug mode test. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.